Event description:
It was reported the patient has had a gradual onset of overdose symptoms since the pump implant. The patient was receiving too much medication. The pump was used to deliver dilaudid. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).